Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead was positioned in a lateral vessel of the coronary sinus, however it was pacing the atrium. The physician elected to not reposition the lead because the distal tip was firmly fixed and the physician did not want to risk tearing the venous system. The lead remains in use. No patient complications have been reported as a result of this event.